Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was eating at a restaurant when his cgm alerted with a reading of 60 mg/dl. No bg meter value was obtained at that time, and an ambulance was called. By the time paramedics arrived, the patient had experienced a seizure and lost consciousness. He was transported to the hospital, where a fingerstick bg measurement showed 40 mg/dl, while the cgm continued to display 60 mg/dl. The patient was treated with intravenous glucose; upon arrival at the hospital, IV saline was also administered. Following treatment, the patient¿s bg increased to 219 mg/dl. No cgm value was provided after this point. No additional medications or interventions were reported, and the patient was discharged after approximately 22 hours. No further medical evaluation or follow-up was documented for this event. On (B)(6) 2026, while still wearing the same sensor, the patient developed symptoms of diarrhea, nausea, vomiting, fever, and muscle aches, which could also be consistent with gastroparesis. At home, the cgm displayed ¿low,¿ but the patient was unable to provide a corresponding bg meter value. His wife drove him to the hospital. Upon arrival, a fingerstick reading measured 52 mg/dl, while the cgm displayed 58 mg/dl. The patient was treated with intravenous glucose and zofran. He remained in the hospital for approximately 4 hours and was discharged the same day. At discharge, the cgm displayed 189 mg/dl and the bg meter reading was 177 mg/dl. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid was taken at the hospital on (B)(6) 2026. The reported glucose values fall within the a zone of the parkes error grid was taken at the hospital on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.